Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead received a total of 8 shocks for what appears to be a wide complex rhythm, possibly being a fast ventricular tachycardia. When the episode was reviewed, anti-tachycardia pacing was not effective, and the shock did not convert either. The first seven shocks showed normal impedance values but the last one, with reversed polarity, showed a high, out of range (oor) shock impedance message. The presenting electrogram shows what appears to be ventricular pacing and capture. There was a signal artifact monitoring (sam) episode recorded in the device that remains in service. According to the field representative, the patient had a defibrillation threshold (dft) test with successful conversion in reversed polarity, then the device was permanently reprogrammed to reversed polarity. There was no additional information on the sam episode. Also, the origin for the high oor impedance was not discovered. They worked on the assumption that it is related to change of polarity with final shock. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead received a total of 8 shocks for what appears to be a wide complex rhythm, possibly being a fast ventricular tachycardia. When the episode was reviewed, anti-tachycardia pacing was not effective, and the shock did not convert either. The first seven shocks showed normal impedance values but the last one, with reversed polarity, showed a high, out of range (oor) shock impedance message. The presenting electrogram shows what appears to be ventricular pacing and capture. There was a signal artifact monitoring (sam) episode recorded in the device that remains in service. According to the field representative, the patient had a defibrillation threshold (dft) test with successful conversion in reversed polarity, then the device was permanently reprogrammed to reversed polarity. There was no additional information on the sam episode. Also, the origin for the high oor impedance was not discovered. They worked on the assumption that it is related to change of polarity with final shock. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead received a total of 8 shocks for what appears to be a wide complex rhythm, possibly being a fast ventricular tachycardia. When the episode was reviewed, anti-tachycardia pacing was not effective, and the shock did not convert either. The first seven shocks showed normal impedance values but the last one, with reversed polarity, showed a high, out of range (oor) shock impedance message. The presenting electrogram shows what appears to be ventricular pacing and capture. There was a signal artifact monitoring (sam) episode recorded in the device that remains in service. According to the field representative, the patient had a defibrillation threshold (dft) test with successful conversion in reversed polarity, then the device was permanently reprogrammed to reversed polarity. There was no additional information on the sam episode. Also, the origin for the high oor impedance was not discovered. They worked on the assumption that it is related to change of polarity with final shock. Additional information has been received mentioning that in a retrospective review of device data, during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.